Event description:
An employee was walking into a patients room and stepped one foot onto the risk manager (a bedside safety mat). As she stepped on the mat, it slipped, causing her legs to split apart. The slip of the mat caused a groin injury to the employee and she is now on light duty.

Manufacturer narrative:
The risk manager is a fall pad designed to reduce the likelihood of a serious injury in the event of a fall at patient bad side. This device was not returned since there was not an obvious problem with the product. This product can become slick depending on the floor surface, floor cleaner and application (mat placed on wet surface), etc. We do sell "grip strips" which are available for anyone that finds a need which is included in our product insert. The facility was not using the grip strips so we have sent 5 sets for their evaluation.